Event description:
Related manufacturer reference number: 2017865-2023-39287. It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited over-sensing upon connection during procedure. No intervention was performed. There were no patient consequences.